Event description:
It was reported that a 24-year-old caucasian female patient underwent unspecified breast surgery with a 475cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively; diagnosed in the office. Patient has consulted with the healthcare professional. As a result, the patient is scheduled for bilateral replacement surgery on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 12, 2023, mentor became aware that the date of surgery was (B)(6) 2023. Field d6b has been updated on this form accordingly. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 16, and 19, 2022, mentor became aware of the following: - patient also experienced right side rupture - procedure type was primary breast augmentation this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 28, 2025, mentor became aware that the replacement devices used on (B)(6) 2023 were serial numbers (B)(6) on the left and (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).